Event description:
It was reported that the anesthesia workstation generated alarms indicating a leakage and oxygen concentration low. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The system was investigated by the hospital staff. No fault was found and no parts were reported to have been replaced. The system was returned for clinical use and no further problems have been reported. Evaluation of the provided logs shows that the system checkout prior to and during the event was successful. The log confirms the reported alarms and the log indicates that there was a leak somewhere that probably caused this event. There is no indication of a technical malfunction in the system. The root cause of the reported event has not been established by this investigation.

Event description:
Manufacturers ref: # (B)(4).